Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx750 patient monitor and no sound was coming from the device. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips service technician (st) went onsite to evaluate the device in question and confirmed the customer's reported allegation that the speaker did not work. The speaker assembly was replaced to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. After the replacement of the speaker assembly, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.